Event description:
Discharged across a patient without pushing discharge button, escalating out to bart arnold.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.